Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from helical channel. There was blood/body fluid in/on the helix/lobe mechanism and helix/lobe mechanism (sleevehead). There was blood in the distal conductor. Tip seal observation.

Event description:
It was reported that at implant, the lead measured insufficient numbers. After three attempts to reposition the lead, the screw mechanism was broken. The lead was removed and replaced. No patient complications have been reported as a result of this event.